Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. The customer's reported defect has previously been confirmed and therefore a DHR review is not required. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that the safety shied of a bd vacutainer eclipse blood collection needle, 22 g x 1.25 in. Snapped off while a phlebotomist was engaging it and she suffered a contaminated needle stick injury. The phlebotomist was evaluated by a physician and received post exposure lab work.